Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power adapter be returned for evaluation. The defective power adapter has not been received at medela as of may 30, 2014. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as the cause of the event. Customer follow up was not successful. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. The issue with a damaged transformer housing for the pump in style device was address in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation , the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.

Event description:
The customer stated that the transformer housing is broken and has started to come apart exposing inner electrical circuitry, which is a safety risk.